Event description:
The patient stated that he is visually impaired and accidentally tripped over his cat and fell, breaking three of his ribs during the fall in 2007. On the following morning and subsequent mornings, he observed elevated blood glucose values that exceeded 300mg/dl. He reported night time readings of 97 mg/dl that were closer to his normal range, which he reported to be less than 150 mg/dl. He reported symptoms of elevated blood glucose including dry mouth and feeling tired. He stated that he corrected his elevated blood glucose by bolusing insulin using his infusion device. On the day of the accidental fall, he was taken to the hospital emergency room by taxi. While in the emergency room, he was disconnected from his infusion device for x-rays and tests. He was concerned that he might had affected his infusion device during the fall. Although he had difficulty verifying the time and basal rates displayed in his infusion device due to this vision impairment, troubleshooting did not find any specific issues with the product. Nine days later, he reported that his blood glucose values had returned to normal. The pt did not require medical assistance form a healthcare professional or second party to address the issue. He was unable to read the serial number on the infusion device due to vision impairment. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.